Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report that the male luer tip broke off inside a needleless adapter was confirmed. Visual inspection found the male luer of an unidentified set broken off and lodged in a b. Braun adapter. The male luer tip broke off with one side slightly higher than the other. Further visual inspection of the damaged component under magnification observed a whitish colored stress marking on the broken male luer tip¿s higher side. Functional testing was not performed due to the obvious damage the root cause was not identified.

Event description:
The customer reported that the male luer tip from the primary set broke off inside the attached needleless adapter. There was no report of patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the infusion set tip has broken off into a needleless adapter. There is no report of patient harm.